Event description:
Intra-aortic balloon pump (iabp) was prepped in normal fashion it was removed from the package and it appeared that the balloon was not wrapped tightly. When inserting the wire to the shaft the wire would not advance, it was then noticed that the balloon appeared to be fractured. A new balloon was prepped and worked just fine. There was no harm to the patient and outcome was fine. The new device was from the same lot.